Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. There was a leak present at switch #2. The a-rubber (bending section) glue was also cracked. Minor scratches were found on the plastic cover and a-rubber. This event is under investigation. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported the evis exera ii gastrointestinal videoscope had a channel leakage during reprocessing at the #2 button. No patient involvement or impact to patient care was reported.

Manufacturer narrative:
This supplemental report is being submitted as a correction to the initial report. Upon review of the complaint record by the manufacturer, this complaint was found to be not reportable. There is no allegation of an adverse event caused by the complaint event. It is also not likely that serious injury would result from the complaint event if the complaint were to recur per the manufacturer's risk documentation. This complaint will be closed by the manufacturer as not reportable.